Event description:
Information received via complaint form is indicated as follows: "the catheter is fractured."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2013 based on the returned samples and information provided by customer. Based on the investigation findings, the defect (catheter broke) on the returned sample was found to be user-related. Therefore, no internal corrective action is required. No break of catheter was found on the unused sample after subjected to elongation and break test to check the stability of latex material. This complaint will be closed. Future complaints will be monitored for trends. No additional information is expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.